Event description:
It was reported that this right ventricular (rv) lead was explanted. The reason was not provided. Another rv lead was successfully implanted. Another rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed and found significant calcium deposits (calcification) on the lead tip. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits, no conductor issues were identified. Calcium deposits have been shown to increase the electrical resistance of a lead and are a known risk for implanted cardiac leads.

Event description:
It was reported that this right ventricular (rv) lead was explanted. The reason was not provided. Another rv lead was successfully implanted. Another rv lead was successfully implanted. No additional adverse patient effects were reported.